Event description:
Exact event date is unk. In 2008, boston scientific corp was informed that the resolution clip device clip would not open.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.